Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate therapy. There were eight inappropriate shocks provided and anti-tachycardia pacing (atp) due to what appear to be atrial fibrillation (af) with rapid ventricular response (rvr). The therapy was not exhausted. Technical services (ts) recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported.